Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . On (B)(6) 2017, it was reported that the device produced an incomplete mesh. On november 16, 2017, it was clarified that the issue was that the mesher gave an incomplete mesh; a passable mesh is 75% or more. The mesher provided less than 75% meshing on the graft and was then tagged out of service. The issue occurred on (B)(6) 2017 during meshing a previously recovered cadaveric donor skin. The event was not identified immediately after the use of a newly purchased device. Another device was used to complete the procedure. The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) , a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 ratio cutter serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the gears were worn and the technician recommended the cutter should be replaced. Initial qa inspection of the skin graft mesher on november 10, 2017 revealed that the comb was bent but the calibration was within specifications. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) did not produce a passing sample cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the damaged comb and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the cutter would not procedure a passing sample. The comb was also bent. The root cause of the device producing an incomplete mesh was due to damaged cutters and a bent comb. The issue was resolved with the replaced damaged comb and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) , was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced an incomplete mesh. This mesher provided less than 75% meshing on the graft as the passable graft is 75% or more meshed. The reported issue occurred during mesh of previously recovered cadaveric donor skin. No adverse events have been reported as a result of this malfunction.